Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent, two infrarenal aortic extensions, a suprarenal aortic extension, and a limb extension on (B)(6) 2015. During the initial procedure there was a left common iliac artery (lcia) dissection and the patient had blood loss. The physician elected to implant a non-endologix stent to resolve the issue. The patient was in stable condition post procedure.